Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-03698.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an inflammation. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.